Manufacturer narrative:
Conclusion: this study provides further evidence to support the efficacy and safety of altis and solyx minislings for treating female stress urinary incontinence over medium term follow-up. In the current climate, device specific efficacy and safety data are essential. Abstract 30: mesh adverse events were low with no difference seen in exposure, excision, sling loosening, or repeat sling failure. Three cases developed groin pain up to 12 months which resolved. The information provided did not indicate if these events were related to altis or a non-coloplast product. Conclusion: altis solyx sis appear comparable to each other and trans-obturator (tvt abbrevo) historical controls for treating sui over medium-term follow-up, with a low rate of complications.

Event description:
As reported to coloplast though not verified, abstract 51: one sling removal at one week due to groin pain, two repeat slings were performed for unsuccessful primary surgery. Six patients experienced groin pain lasting less than one week, 15 patients experienced groin pain lasting longer than one week, and three patients experienced groin pain lasting longer than three but less than twelve months. Abstract 51: melon, j. ¿altis and sylyx single incision slings (sis) for stress urinary incontinence ¿ clinical efficacy and safety.¿ ics, 2019. Abstract 51. Abstract 30: melon, j. ¿single-incision (altis and solyx) and modified trans-obturator (tvt abbrevo) sling for stress urinary incontinence ¿ medium term clinical efficacy and safety¿ int urogynecol 2019 (30) (suppl 1): s93-s195. Altis was indicated as the implanted sling. No information regarding the lot number was provided. The item number above was entered to record the altis product and may be updated should additional information be received.